Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.

Event description:
The customer called to report water damage. The customer stated she wears the insulin pump in the shower and can see moisture underneath the screen. Advised that the insulin pump is not waterproof. Advised that the insulin pump would be replaced. Nothing further was reported.